Event description:
Upon performing defibrillator checks, it was found that (2) one step zoll pads malfunctioned and did not deliver the charge during testing. Biomed requested to come and check defibrillator and pads confirmed that pads were not working correctly. Sco notified. House supervisor on that night notified to have other units check pads. Reference report: mw5145908.